Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: catalog number, serial number, UDI, g5, and h4 are unknown.

Event description:
It was reported that the pump exhibited an alarm. The pump sometimes rejected bd as a choice after the syringe was inserted. Per the reporter, flush syringes felt different and were more difficult to push and pull. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be that the brand of syringe is not configured for the specified drug library or the barrel clamp sensor is not operating as intended., however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. Email address: (B)(6).